Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a critical pump error alarm. Customer stated that the insulin pump was not dropped and no additional errors were display prior to the critical pump error. Customer's blood glucose reading was 150 mg/dl at the time of the incident. Customer was advised to revert to a back up plan and the insulin pump is being returned for analysis.

Manufacturer narrative:
Pump error alarms noted in the pump history and critical pump error (open book image) during testing due to software error. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Unit was received with cracked select button keypad overlay and minor scratched lcd window.